Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred, which caller acknowledged and understood.